Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure for pancreatic cancer, the anastomosis leaked. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure for pancreatic cancer, the anastomosis leaked although the staple line was complete and there was no issue with staple formation. There was blood loss of more than 500 cc and doctor opened the patient as an intervention to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure for pancreatic cancer, the anastomosis leaked although the staple line was complete and there was no issue with staple formation. There was blood loss of more than 500 cc and doctor opened the patient as an intervention to resolve the issue. The patient died.